Manufacturer narrative:
Device evaluation summary: visual and optical examination identified slight wear on the driver tip, consistent with the age of the product. Functional evaluation of the driver with sample vantage bone screw did not identify issue with driver retaining or driving of screw. Unable to replicate customer concern; after visual and functional evaluation, the driver appears to have performed its intended function.

Event description:
It was reported that a patient underwent a spinal procedure in which the tip of the screwdriver was "rounded" and would not hold the screw in place. Another screwdriver was used to complete the surgery. Although this device was used intraoperatively, no patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.